Event description:
A patient was undergoing a radical cystectomy and ileal conduit. The black handle came off of the device. It fired 2 times. Then, when using it again, staples activated and no knob was press to deploy the cutting blade. All pieces were accounted for and there was no harm to the patient.======================manufacturer response for gia stapler, gia stapler (per site reporter).======================they would like the device returned to them for evaluation.